Manufacturer narrative:
Investigation summary: one 10ml control syringe was received, along with an opened blister package, confirmed to be from batch #0023106 (p/n 309695). The sample was visually evaluated. A whole wing, presumably from an insect or bug, was observed attached to one of the finger grips. Next to the wing possibly a piece of the bug¿s leg was also found attached to the finger grip. Investigation included a review of insectocutor logs. Four of the devices were found to have ¿weak¿ elements which were replaced in (B)(6) 2020. However, they were still functional at the time this batch was produced. These four devices were around the part of the plant where the control syringe manufacturing equipment is located. It is possible with weakened insect capturing devices a path could exist for an insect to get to the manufacturing equipment. Furthermore, there is an overhead door next to the control syringe machine that connects the clean assembly area to the packaging area and the walking isle. If the door was open during production, this could also have contributed to the insect getting into the manufacturing area. Since the entire insect was not returned, it was not possible to identify it. The batch was manufactured in january 2020 (winter month for manufacturing plant). Identifying the insect could help to understand whether it was a freeze-tolerant variety found in this geographical area during the manufacture of batch #0023106. Potential root causes identified: inadequate insectocutor stations. Overhead door possibly open during batch production. To address inadequate insectocutor stations, a plant-wide review of the locations and quantity of the capturing devices is underway. Target completion date: (B)(6) 2021. To address open overhead door, most overhead doors have been replaced, including the one next to the control syringe equipment, with an automatic closing function that shuts the door after 10 seconds. In addition, a quality alert was generated and shared plant-wide on (B)(6) 2021. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe control 10ml ll experienced foreign matter in or on device cannula/needle/catheter. The following information was provided by the initial reporter: material no: 309695, batch no: 0023106. Control syringe found to have a dead bug attached during set up. Syringe removed and all contaminated items removed and replaced.